Event description:
On (B)(6) 2025, patient reported a high blood glucose (bg) of 333 mg/dl on dexcom g7 continuous glucose monitoring (cgm) after forgetting to announce lunch. The ilet pump was providing correction doses, and bg was trending down to 320 mg/dl. Agent advised patient to monitor bg every 30 minutes and call back if it did not continue to lower. Patient understood and had no further questions. The patient was not out of range for 90+ minutes, and no symptoms were experienced during the event. No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.